Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer stated that the touchscreen became unresponsive after the replacement of the power management (pm) printed circuit board assembly (pcba) was installed for a field change order (fco). Onsite service is currently pending.

Manufacturer narrative:
H10: g: contact information (B)(6).

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer reported that the touchscreen was unresponsive. The customer stated that the touchscreen became unresponsive after a power management (pm) printed circuit board assembly (pcba) was installed for a field change order (fco) and the device was returned to use. A field service engineer (fse) went onsite and replaced the pm pcba from the fco with another and new pm pcba. The reported issue was then confirmed to be resolved. The fse replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.